Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va13158, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep indicated that the patient had come in for a lead revision due to high impedances. No patient symptoms were reported. There were no further complication reported or anticipated.